Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a broken force sensor was detected during seating or regular delivery alarm. Customer¿s blood glucose level was 256 mg/dl. Customer also reported that the insulin pump had stopped working and delivery stopped alarm. Customer stated that insulin pump was not exposed to a high magnetic field. Troubleshooting was performed for insulin pump error alarm. Customer was advised to the insulin pump required replacement and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump error 35 unknown. Blank display not confirmed. Bolus stopped alarm unknown.